Event description:
The hosp reported that during preparation for the saphenous vein harvesting procedure, the endoscope had a blurry image. No other info was provided by the reporter. The hosp did not report any pt complications.